Event description:
The home pt reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the four prong cassette. The four prong cassette was replaced and the therapy was restarted. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample availability was unk at this time. Should the sample become available, a follow-up medwatch will be submitted. A review of all batch record documents was performed with no issues noted during the mfg process. There were no deviations from standard procedure.